Event description:
It was reported that (5) devices were used during a cholecystomy. It was reported by the affiliate that the 512sd valves were broken when introducing the forceps. There was no consequence to the patient.